Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, a-rubber leaked (bending section cover), which led to water invasion of el-connector (electrical connector), then abnormality of electronic parts. As a result, the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use warnings and cautions: caution ·do not touch the electrical contacts inside the electrical connector. Ccd (charge-coupled device) damage may result. ·turn the video system center cv-150 off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the video system center cv-150 on or off only when the videoscope cable is connected to both the video system center cv-150 and the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿ on page 55. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿ on page 58.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. The leakage was confirmed, however, there was no flickering image found. In addition to no image being displayed due to corrosion on the electrical connector, other evaluation findings are as follows: water tightness was lost due to a cut on the bending section cover; the image had shadows and black dots due to damage on the charged coupled device unit; the light guide lens was discolored; the adhesive on the bending section cover was detached; the bending angle in the up/down direction did not meet the standard value due to wear of the angle wire; the electrical connector was corroded due to water leakage; and there was a dent on the forceps channel port. Lastly, there were scratches on the distal end, the connecting tube, the control unit, the scope cover, the grip, the upward/downward plate, the angulation lever, the universal cord, the suction connector, and the light guide cover glass. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was leakage in the bronchovideoscope's bending section cover along with flickering image. This was found during reprocessing. There was no report of patient harm. The device was returned, evaluated, and there was no image. This MDR is being submitted to capture the reportable malfunction found during the device evaluation